Event description:
The manufacturer received info alleging a ventilator's blower was defective. There was no pt harm or injury reported.

Manufacturer narrative:
The device was evaluated by the manufacturer and the customer's complaint was confirmed. The device's blower motor was replaced to address the failure. There was no pt harm or injury reported.